Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 80% to 2% within hours. The customer¿s blood glucose was in the 300s (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.